Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.